Manufacturer narrative:
The reported events of low lead impedance, noise and insulation breach were confirmed. Visual examination found the outer coil and outer insulation compressed and the inner insulation was breached consistent with clavicular crush. The cause of the reported events was isolated to the damaged inner insulation at the clavicular crush region. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. No other anomalies were noted with the exception of procedural damage.

Manufacturer narrative:
Correction: b5 - refreshed the event description to include the noise that was noted on the atrial lead, it was previously not reported.

Event description:
Additional information received notes there was noise on the atrial lead.

Event description:
It was reported that a patient presented with low pacing impedance. The physician suspected atrial lead insulation damage. The physician elected to explant and replace the atrial lead. The patient condition was not known.